Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the device was removed, the clip deployed on the surface of the skin. Manual compression was applied for five minutes to achieve hemostasis. The physician could not rule out that the device had two clips, due to the site requiring only 5 minutes of manual compression. No adverse pt effects were reported. Though requested, no additional info was provided.